Manufacturer narrative:
(B)(4). Batch # l92c0d. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the blade being returned with the device for analysis: yes the blade is included in the returned package.

Event description:
It was reported that during a laparoscopic hernia procedure, the device was opened by the doctor. The device was connected to a gen04 and has passed the testing. Surgeon used the device for thirty minutes. During an instrument change, the ace36e was introduced back into the patient body and surgeon found the device blade missing through laparoscopic view. The device was pulled out for examination and found the blade was broken. Upon searching, the broken blade was then found lying on the floor next to the surgical table. The broken piece was checked for completeness. Surgeon reported no contact to metal object on the blade prior to incident took place. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.